Manufacturer narrative:
Device was received for evaluation. A product development evaluation was conducted. The rod was received with several scratches along the surface. The rod is fractured at approximately 30.5mm from the end where the laser etching is located. Per the complaint description, the rod fractured when the patient fell. The loading scenario cannot be determined with the information provided in the complaint description. The technique guide warns against reverse bending as this may lead to stresses in the material. The materials were reviewed and are adequate for the intended use. The manufacturing records were reviewed and no complaint related issues were found. Investigation is on-going. Corrected brand name from 5.5mm ti curved rod 125mm to 5.5mm ti hard rod 400mm

Event description:
Patient was implanted with matrix rod and screws at unspecified lumbar levels on an unknown date. The patient fell and broke one of the rods at approximately l4 on the right side six months post-operatively. Revision surgery was performed approximately (B)(6) 2013 and the fusion was extended to include the sacrum for additional fixation. The original rod was removed and will be returned for investigation. This is the 1st of two events involving the same patient. Refer to synthes file (B)(4) for the 2nd event. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The rod was received with several scratches along the surface. The rod is fractured at approximately 30.5mm from the end where the laser etching is located. It seems that the rods are contoured to the maximum. The diameter meets the specification referring to drawing 04_633_292 version d. The manufacturing records show that the correct material was used and the production procedure was according to the specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni, kwq, kwp. Reportedly, the patient was returned to o.r. In (B)(6) 2013 (unknown date) for the first revision surgery. The rod was removed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.